Event description:
A female consumer reported an event with band aid brand hydroseal bandages all purpose unspecified. As recommended by a doctor, the consumer applied small patches outside of the nose for dermatitis more than a month ago. As per consumer, she usually used one, then it changes maybe 2-3 times based on how long it holds onto her skin. The consumer stated that it was migrated under skin and there is a white bulge and very small that hard to see. Consumer did not notice when it was started. Consumer reported that she felt its moving and had difficulty removing it. Consumer forcibly removed one through, but it made her skin open and broke out. Consumer went to ER, and they referred her to specialty otolaryngologist. The consumer stated that she went there but was not treated as they do not deal issues like this.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A3b, a4, a5, a6: patient age, gender, weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand hydroseal bandages all purpose unspecified USA notapplicable bahybausunsp bahybausunsp, lot number - ni. D4: UDI, upc, lot number and expiration date are not available. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical codes: e2402 refers to consumer "intentional misuse/off-label use" of the product. E1721 also refers to consumer alleged about¿ breakout¿. E1710 also refers to consumer alleged about ¿forcibly removed one through, but it made skin open¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.